Event description:
During routine testing of the defibrillator, the user found that it would charge, but would not fire. There was no pt involved. Examination of the unit disclosed that a connector (j7) on assembly was not fully engaged, and was exhibiting intermittent contact. The cause of the partially loose connector could not be determined. The event is not occurring more frequently or with greater severity than is usual for the device.